Event description:
It was reported that chronic noise had been noted on both support channels of the pacemaker, resulting in pacing inhibition for the pacemaker-dependent patient. During pulse generator upgrade procedure on (B)(6) 2017, noise was able to be reproduced with pocket manipulation, but was not seen once the new pulse generator was connected. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.